Manufacturer narrative:
Device evaluation: no product was returned for evaluation. Review of the submitted system controller log file confirmed the reported speed drop and pump stoppage, however, a specific cause for the reported events could not be conclusively determined through this evaluation. The submitted log file contained data from 16oct2018 to 17nov2018. The pump was set to a fixed speed of 9400 rpm. The pump operated above the low speed limit of 8800 rpm until 16nov2018 at 19:20 when the lvad had a low speed event and again at 21:18 when the lvad had a pump stop. The lvad was operating on the power module at the time of the reported event. Based on previous complaint experience, this abnormal pump operation could be indicative of driveline damage. The heartmate ii instructions for use and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. The patient remains ongoing on vad support with no further issues reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 3 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s lvad produced a red heart driveline disconnect alarm, but the driveline was connected at the time. The alarm self-resolved. The patient was symptomatic and reported "blacking out." The lvad was on wall power at the time of the event. Review of the submitted log file by the manufacturer's technical service representative confirmed the event of a low speed drop and the pump stop with an associated driveline disconnected. Per technical services, this appeared to be a false driveline disconnect. Technical services¿ review of the submitted x-rays found a potential area of concern, but was unable to be determined if was on the internal or external portion of the percutaneous lead (driveline). It was reported that there was no trauma to the driveline and the patient had no significant weight loss or gain. An ungrounded patient cable was requested.